Event description:
Patient allegedly received an implant due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation and organ perforation. The patient further alleges fear and anxiety.

Manufacturer narrative:
Corrected information: b6 (implant report). The following fields were updated per additional information received: a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fear and anxiety. Unknown if the reported fear and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b1, b5, b6, h6, h10 (investigation). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from CT (computed tomography): "filter tilt: filter apex is straight along the course of the ivc and not touching the ivc wall. Migration: ivc filter tip is located less than 2 cm below the lowest renal vein. Perforation: an anterior strut tip is located 4 mm above the ivc. A right side strut tip is located 5 mm lateral to the ivc. A left side strut tip is located 5 mm lateral to the ivc. A posterior strut tip is located in a lumbar spine disc 7 mm below from the posterior surface of the ivc. Filter strut fracture or bending: none. Ivc stenosis: no evidence of stenosis."

Manufacturer narrative:
(B)(4). Initial reporter occupation: non-healthcare professional. Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010." Additional information received: implant report from (B)(6) 2010 "the right femoral artery was accessed with a 16 gauge needle." "The ivc filter was inserted and deployed just below the renal vein successfully without any problems. Report from CT (computed tomography) on (B)(6) 2019: "filter tilt: filter apex is straight along the course of the ivc and not touching the ivc wall. Migration: ivc filter tip is located less than 2 cm below the lowest renal vein. Perforation: an anterior strut tip is located 4 mm above the ivc. A right side strut tip is located 5 mm lateral to the ivc. A left side strut tip is located 5 mm lateral to the ivc. A posterior strut tip is located in a lumbar spine disc 7 mm below from the posterior surface of the ivc. Filter strut fracture or bending: none. Ivc stenosis: no evidence of stenosis." Patient outcome: it is alleged that the [pt] was injured without further explanation.